Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch veriosync meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter was reading inaccurately at 12pm on (B)(6) 2016 when she obtained alleged inaccurately erratic blood glucose results of ¿69 and 228 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She also denied developing any symptoms after obtaining the alleged inaccurate results. She claimed that she went to the urgent care clinic and at 12:30pm on (B)(6) 2016, she received ¿IV fluids¿ from a healthcare professional (hcp). The patient denied that any other device had been used to check her blood glucose levels. During troubleshooting the cca noted that the patient¿s meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken. The cca confirmed that the patient had used the same approved sample site to obtain the blood samples and she described the correct testing steps. The cca walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter and reportedly received treatment from an hcp of that given for an acute diabetes excursion, after the alleged meter issue began.